Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.